Event description:
It was reported that a balloon burst occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was inflated 4-5 times. On the last inflation the balloon burst at 10 atmospheres. The device was removed from the patient and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.